Event description:
Per the clinic, the patient experienced poor performance with the device since implantation. The tip of the electrode array was found to be folded over, resulting in the decision to explant the device. The device was explanted (B)(6) 2021 and the patient was reimplanted with a new cochlear device during the same surgery.